Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose kept going up after giving insulin. The customer stated that the insulin was hard to push out of the reservoir. The customer stated that they had high blood glucose of 500 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump and manual injection. The reservoir will be returned for analysis.

Manufacturer narrative:
No rewind or motor clicking noise anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.